Event description:
It was reported the clinician was inserting the catheter into the patient's right brachial vein with the use of the vps. The ECG ca libration was successful. During the case the doppler and ECG looked good, nothing abnormal. They received a blue bullseye. A chest x-ray was taken and showed the catheter tip was in the patient's right atrium. As a result, the PICC was pulled back 4cm into the right location. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Manufacturer narrative:
(B)(4). Additional information: the product sample was not returned for evaluation. However, the reported complaint was confirmed through an alysis of sample data provided by the user. The sr. Algorithm scientist concluded that the event was mainly due to the lack of compliance to the operator's manual, specifically continuous advancing of the catheter/stylet even after a clear bbe was displayed. A review of manufacturing records did not yield any relevant findings. Based on these results, use error caused or contributed to this event. A customer in service has been requested.